Manufacturer narrative:
Added imdrf code a141204.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, tandem-provided wall power adapter and tandem-provided charging pad which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable, secondary wall power adapter and a secondary charging pad.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, tandem-provided wall power adapter and tandem-provided charging pad. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable, secondary wall power adapter and a secondary charging pad.